Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient discontinued usage of the scs system due to persistent pain at the ipg pocket site. Reportedly, the patient requested surgical intervention to have the device removed. Follow-up identified the procedure was completed on (B)(6) 2015 during which time the ipg was explanted. The issue is resolved.